Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal attempt. Customer inserted a new reservoir but the problem reappeared. Customer received a replacement pump. Customer's blood glucose was 211 mg/dl at the time of incident. No further information was given.

Manufacturer narrative:
The insulin pump was received with constant alarm due to software error. The insulin pump was unable to performed displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to constant alarm. However, the motor was tested outside of the insulin pump and passed. The insulin pump was unable to verify motor error due to constant alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.